Event description:
It was reported that code 1003 was seen on pre-implanted pacemaker, which is indicative of battery voltage too low for the projected remaining capacity, during preimplant interrogation. This device was interrogated and all faults were cleared successfully. No patient involvement. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.